Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 313mg/dl, 324mg/dl and 66mg/dl. The customer felt hypoglycemic and drank orange juice. She felt better 30 minutes after treatment. No adverse event reported. New system sent to customer and return requested.